Event description:
On 10/4/05, the lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately low and her one touch ultra test strips were peeling when inserted into the meter. The pt said she has used the reported meter since 2002. She does not take diabetes medication; she uses diet control. In 2005, at 8:00 am, the pt obtained a result of 113 mg/dl on the reported meter. She ate breakfast of eggs, peanut butter, crackers, and orange juice following use of the meter. She was sweating after breakfast and called her diabetes educator, who advised her to go to the hosp. The pt drove to the ER where a result of 83 mg/dl was obtained on the ER device. The pt was told that she was dehydrated and was not drinking enough water. She was treated with IV fluids. She was released to home with advice to drink water. The customer care representative (ccr) noted that some of the pt's test strips were peeling when inserted into the meter. The pt said she discarded the peeling test strips. The meter, test strips, and control solution were replaced. The medical affairs specialist walked the pt through a control solution test using the reported meter, the pt's test strips, and the replacement control solution; the result of 119 mg/dl fell within the control solution range of 93 to 126 mg/dl.